Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, high out of range shock impedance measurements were noted. The connection was checked but values remained out of range. When the field representative wet the pocket with physiological solution the values dropped and were not out of range. The procedure was completed and the last value check showed normal shock values. No adverse patient effects were reported.